Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported plaque shift occurred. Vascular access was obtained via the superficial femoral artery with a non-bsc sheath. The 90% stenosed, 3 cm in length target lesion was located in the mildly tortuous and non calcified left subclavian artery. A 035 non-bsc guide wire was advanced. The lesion was predilated using 6mm and 8mm balloon catheters. A 12mmx40mm epic stent was advanced and deployed in the lesion. However, plaque shift was noted at the distal side of the deployed stent. The physician attempted to "push the site" using a balloon catheter but failed. The physician decided to deploy an additional stent. A 12x60x120 epic¿ vascular stent was then selected and advanced. Upon inserting into the sheath, severe resistance was encountered and the device was unable to advance into the vessel. The device was flushed again but the issue was not resolved. The physician elected not to deploy the second stent. Dilation was performed with a balloon catheter to treat the dissection and the procedure was completed. No further complications were reported and the patient's status was good.